Manufacturer narrative:
Philips service suggested re-seating ipc board; no confirmation of resolution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that mechanical failure; bed and c-arm not powering on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.